Event description:
On bovie tip where pencil cautery holds the tip, there was a perforation in the protective insulation of the tip. When used it came into contact with the patient's skin and created a minor burn at the surgical incision site. Surgeon was able to remove affected area at the edge of the incision. Immediately switched out bovie tip.